Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported by employee that his brother-in-law tripped over the weekend and chipped the accolade stem and trident cup. Patient in pain, went to doctor and surgery scheduled today (B)(6) 2016 for revision.